Event description:
The contact stated that the customer performed 4 blood glucose tests within 5 minutes. The results were 82, lo, 185, and 70 mg/dl. The differences between several of the readings in the "c" and "d" zone of the parks error grid, making the differences clinically significant. The contact did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.